Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 1580 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted that there were two measurements of high threshold on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.